Event description:
It was reported that approx seven years after implant, imaging incidentally demonstrated that a limb of an ivc filter detached and was located in the pt's lung. There has been no intervention and the filter and limb remain implanted. The pt is reported to be asymptomatic.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter and detached filter limb remain implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.